Event description:
A patient experienced the solution flowing through the transfer set with the clamp in the closed position on 2 days. Per affiliate, the patient presented at the unit wtih abdominal pain in 10/02. Per affiliate, a white blood cell count and an effluent culture were done. The patient was diagnosed with peritonitis and hospitalized. Per affiliate, the patient was treated with 1 gram vancomycin ip for 2 days and 1 gram of fortum 3 times a day IV. The affiliate reported the patient went into a coma in 10/02 and the physician stated he thought the coma could possibly be linked to the patient's immune deficiency syndrome. Follow up information received in 11/02 from the affiliate indicated the patient expired last week (date and cause of death unknown). The treating physician stated that the broken twist clamp can not be excluded as the cause of the peritonitis. However, he stated that if the patient had consulted a physician earlier, the peritonitis probably could have been avoided.